Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional

Event description:
It was reported that during an unspecified procedure an error message on the video telescope appeared asking to stop using the camera for connection reasons. There were no reports of patient harm.

Event description:
The issue was found during a therapeutic inguinal hernia procedure. The procedure was completed using the same device. No delay and no patient harm reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the video cable is broken, error b30 occurs, and no image is displayed. A definitive root cause of the reported issue could not be determined. Based on the results of the investigation, the issue likely occurred due to a broken video cable which resulted in error b30, and no image displayed. The most probable cause of the complaint is cause traced to component failure. The cause behind component failure is not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.